Event description:
It was reported that the ventilator failed the pressure transducer during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
We did not get any information regarding this complaint. Logs, service report and the status of the ventilator requested several times. Due to lack of information, the root cause of the reported event can not be found.